Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 552 mg/dl and insulin injections were administered to address bg. Pump system check was performed with tandem technical support (cts) and air bubbles were found in the tubing. Customer changed out the tubing and resumed insulin delivery. Reportedly, customer was using fiasp insulin in the cartridge. Cts informed the customer that the insulin was not labeled for use with the pump.